Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that prior to implant, the helix failed to fully retract during a functionality test. The lead was not implanted